Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon used three devices during the procedure. He was firing across the cystic duct with the first device and then the cystic artery with the second device. The third device was used to complete the procedure. The devices were all place together in a box in red bags and they are not sure which devices were having the issues. Two of the devices had clips dropping out of the device into the patient, requiring removal through the trocar. The clips were not holding the tissue once placed on the tissue and he had to use the third device to insure the clips were stable. They did perform a rigid cholangiogram during the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). The er320 device was returned for analysis with a clip in the jaws; the clip was removed in order to measure jaws width and they were found to be yielded. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected due to the condition of the jaws; finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.